Manufacturer narrative:
Other: it was reported the patient was admitted to the emergency department after experiencing one inappropriate shock. Noise and oversensing were noted. The patient was admitted to the intensive care unit with the device shut off. The lead was capped and replaced. No further patient complications were reported as a result of this event. Additional information received reported the "lead broke." No conclusion can be drawn. Device breakage, interference, oversensing, shock, inappropriate.

Event description:
It was reported the patient was admitted to the emergency department after experiencing one inappropriate shock. Noise and oversensing were noted. The patient was admitted to the intensive care unit with the device shut off. The lead was capped and replaced. No further patient complications were reported as a result of this event. Additional information received reported the "lead broke."